Event description:
It was reported that externalized conductors were noted. Improper lead function found. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, and maude report (B)(4).